Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties occurred. Vascular access was obtained through the femoral artery. The progressive lesion was in an unknown vessel. The physician advanced the atlantis sr pro2 imaging catheter to perform pre-ivus and was completed with no issues. The 2.75 x 24mm non-bsc stent was implanted. The physician then advanced the atlantis sr pro2 imaging catheter again; however, the imaging catheter became stuck on the non-bsc stent when the physician attempted to start post-ivus. The procedure was not completed, the patient was sent to surgery were the catheter and the stent were removed. No additional complications were reported the patient's status was reported as fine.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties occurred. Vascular access was obtained through the femoral artery. The progressive lesion was in an unknown vessel. The physician advanced the atlantis sr pro2 imaging catheter to perform pre-ivus and was completed with no issues. The 2.75 x 24mm non-bsc stent was implanted. The physician then advanced the atlantis sr pro2 imaging catheter again; however, the imaging catheter became stuck on the non-bsc stent when the physician attempted to start post-ivus. The procedure was not completed, the patient was sent to surgery were the catheter and the stent were removed. No additional complications were reported the patient's status was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the imaging core, hub, telescope and sheath assembly were not returned for analysis. Only 2.7cm of the distal tip was returned for evaluation. There is a stent attached and stuck in the returned broken distal tip. A kink was observed 2.4cm from tip end. Full image characterization testing cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).